Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a post-procedure check where an interrogation and x-ray revealed that atrial lead had dislodged. Lead was addressed on (B)(6) 2021. Helix would not operate, so old lead was explanted and a new lead was placed instead. Patient was stable after the procedure.